Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 200 mg/dl. The customer reported that the insulin pump screen was hard to see and was not bright enough. The customer reported that no buttons were responding. The customer also reported that the insulin pump had unexplained no delivery alarms. The customer also reported that the insulin had leaked out while changing the infusion set. The customer stated that the time clock on the insulin pump kept advancing. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify back light anomalies, no excessive no delivery or occlusion alarm and battery out limit due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces.